Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was no image. A root cause could not be identified. Based on the results of the investigation, the most probable case of the reported malfunction colored stripes in image and malfunction found during device evaluation no image displayed was due to electronic component problem as identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed colored stripes on the monitor screen. The issue occurred during a colonoscopy, which was completed with the same set of equipment. There were no reports of patient harm.